Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to high blood glucose. Customer stated the insulin pump quit working. Customer's blood glucose was 300 mg/dl took 8 units, hours later blood glucose was 400 mg/dl. Customer's then vomited; checked blood glucose again and it was 500 mg/dl. Customer took 50 units of insulin and blood glucose would not come down. Customer stated the infusion set was replaced and the insulin pump had been working fine since. Never received any alarms that he was not receiving insulin. Event leading to hospitalization was high blood glucose and vomiting. Customer was treated with insulin drip and saline was dehydrated. Customer was wearing the insulin pump at the time of hospitalization. The blood glucose reading was 500 mg/dl. Nothing further reported.